Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody, which includes any of the following: chipping/flaking/cracking of the mainbody and detents, as well as broken occluder feet/legs. No functional problem was observed during the plant evaluation however surface cracking was confirmed. The root cause is undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was noted: some cracks on the twist switch. Disinfectant was not used on the set by the patient or doctor. There was no patient injury or medical intervention reported.